Event description:
The abbott sales representative reported the customer generated a discrepant architect cea result with an unknown reaction vessel (rv) lot, where an initial result of 19.8 ng/ml was produced. The sample was retested and values of 2.7 and 3.0 ng/ml were generated respectively. The customer stated the controls were within specifications. The abbott field service representative reviewed the analyzer's result log and determined a spike in the signal sub-reads for the suspect result. The customer monitored the issue for a fixed period of time and found no additional occurrences of discrepant patient results. The suspect cea patient result was not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
On (B) (6): customer reports male patient was undergoing stone removal when fluoro failed. Procedure was completed with no reported injury.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.